Event description:
It was reported that the patient experienced a lot of pain on her right side and back. It was stated that the patient was unable to eat due to the pain. It was also stated that the patient was going to the bathroom 30 times a day. It was also stated that the patient ¿might be getting an infection from the implant.¿ it was added that the patient cannot mop her floors, was dizzy and passing out. It was noted that the patient lost 13lbs since implant.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0ammq, implanted: (B)(6) 2013, product type: lead. (B)(4).